Manufacturer narrative:
Patient's age, sex, weight, event date,other relevant history, including preexisting medical conditions, implant and explant dates were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.